Manufacturer narrative:
Date of event: exact date unknown, event occurred three weeks ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17169570 / 17396421.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to migration. It was also noted that there was bruising around the pocket site. All device components were explanted and will not be returned.